Event description:
It was reported that the procedure was performed to stent a 90% stenosed lesion at the ostium of the right posterior lateral artery (rpl). Predilation was performed with a 2.0 x 8 mm non-abbott balloon using a non-abbott 6 french guiding catheter. The 2.25 x 12 mm promus stent was unable to cross the lesion due to poor support from the guiding catheter. An attempt was made to buddy wire with an unspecified bmw guide wire. The bmw guide wire was placed alongside the 2.25 x 12 mm promus stent, however, the stent was still unable to cross. A contained dissection in the mid rca was noted, which produced mild flow limitation. A promus 2.25 x 23 mm stent was implanted to cover the dissection. The rca dissection occurred in a lesion which was already planned to be stented. It was treated with a stent with no enzyme elevations or prolongation of hospital stay. No additional information was provided. The return goods lab analysis noted that the bmw guide wire was separated, with only the distal portion returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: unknown pilot guide wire. Guide cath: cordis 6french. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted blood and contrast visible on the coils which is consistent with the guide wire being used in the patient as reported. The shaping ribbon had separated, 1.1 centimeters (cm) proximal to the tip ball. The proximal portion was not returned. The tip coils 1.1 cm proximal to the tip were completely stretched out for a length of 2.5 cm. The distal end of the separated portion of the guide wire was returned wrapped around the flared stent struts. The scanning electron microscopy (sem) analysis of the returned guide wire suggests that the shaping ribbon and tip coil failure may be attributed to ductile overload. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, and the noted guide wire separation and stretched tip coils could not be determined, there is no indication of a product quality deficiency with respect to manufacture and design. The lot history record (lhr) review and similar incident query for this product was not performed because the part and lot numbers were not reported and no product identification was available on the returned product.